Manufacturer narrative:
(B)(4). D10: item# unk glenosphere; lot# unknown. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a shoulder revision approximately two (2) months post-implantation due to dislocation. Attempts have been made and no further information has been provided.

Event description:
It was reported that the patient underwent a shoulder revision approximately two (2) months post-implantation due to dislocation after the patient experienced a fall. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2. Upon receiving additional information of the reported event, it was determined to be not reportable. The patient's dislocation occurred as a result of a fall; therefore, the reported device did not cause/contribute to the event as the shoulder arthroplasty is a non-weight bearing device. The initial report should be voided. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.